Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as moderately tortuous, 12 mm in length aortic neck, and moderate angulation of the aortic neck. It was reported the final angiogram revealed a type 1 endoleak. The physician elected to modeled the stent graft with a complaint balloon the endoleak decreased however the endoleak did not resolve. The physician placed an aneurx aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: endoleak. Evaluation conclusion: moderately tortuous, 12 mm in length aortic neck, and moderate angulation of the aortic neck.